Event description:
It was reported that a dexcom g7 sensor paired successfully to the dexcom app but initially failed to pair to the ilet, after which the sensor paired to the ilet without troubleshooting; the issue was consistent with intermittent communication failure associated with the electrical/magnetic subsystem and antenna component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, despite the reported intermittent communication failure related to the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was no problem detected and sensor paired during call without any troubleshooting.